Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014. It describes the occurrence of pregnancy in a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. In (B)(6) 2013, the essure confirmation test was done and showed no spillage on either side; location of inserts not given. On unspecified date, the patient became pregnant. In (B)(6) 2014, it was her first pre-natal visit. Subsequently the inserts were located in peritoneal cavity by broad ligament. Patient declined surgery. It was reported that the patient was not hospitalized for perforation but she was for the pregnancy (nos). It was reported that the physician, who reported these events, was not the physician who performed the essure procedure. No further information was reported. The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4) final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant and inserts were located in peritoneal cavity by broad ligament. The event became pregnant was considered serious due to hospitalization while the other event was considered serious due to medical importance. Both events are listed for essure according to the reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Also, uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, it was not reported when the patient got pregnant after essure insertion. It was only informed that in (B)(6) 2014 she had her first pre-natal visit and then it was diagnosed that the inserts were located in peritoneal cavity by broad ligament. Although temporal relationship between the essure insertion and the occurrence of the events were not reported, based on the information received, a causal relationship cannot be excluded. Since the patient was hospitalized for the pregnancy, this case was regarded as incident. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (no valid lot number). Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 02-apr-2015: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant and inserts were located in peritoneal cavity by broad ligament. The event became pregnant was considered serious due to hospitalization while the other event was considered serious due to medical importance. Both events are listed for essure according to the reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Also, uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, it was not reported when the patient got pregnant. It was only informed that in (B)(6) 2014 she had her first pre-natal visit and then it was diagnosed that the inserts were located in peritoneal cavity by broad ligament. Although temporal relationship between the essure insertion and the occurrence of the events were not reported, based on the information received, a causal relationship cannot be excluded. Since the patient was hospitalized for the pregnancy, this case was regarded as incident. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.